Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had bigeminal premature ventricular contraction (pvc) ectopy and it was noted that the right ventricular (rv) lead exhibited undersensing likely due to quiet timer blanking. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had bigeminal premature ventricular contraction (pvc) ectopy and it was noted that the right ventricular (rv) lead exhibited undersensing likely due to quiet timer blanking. It was noted that the rv lead exhibited misclassification of episodes and cannot treat the rhythm and was upgraded. It was also noted that the physician felt the termination algorithm of the implantable pulse generator (ipg) was not conservative enough. The ipg inappropriately terminated three separate ventricular fibrillation (vf) episodes, which were detected as non-sustained ventricular tachycardia episodes by the ipg. The rv lead was explanted and replaced. The ipg was explanted and the patient was upgraded to an implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Event description:
It was noted that the right ventricular (rv) lead exhibited misclassification of episodes and cannot treat the rhythm and was upgrad ed.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.